Manufacturer narrative:
The impella cp device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the 54-year-old male patient using the impella cp lost all pulses in their right leg and a vascular duplex showed no distal flow during impella cp support. Due to the noted condition, the decision was made to wean and explant the pump.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was filed. The device was not returned. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.